Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: dec-08-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reports that their back is killing them. Their back has been hurting for about 2 months so they went to their healthcare professional (hcp) on friday and did an x-ray; because every time they turned it up, it works everywhere except on their back area, neck, and thighs. The x-rays showed that some wires came out of place. The hcp called the manufacture representative (rep) who was there on friday and was supposed to adjust but they did not adjust. It is not working for them at all. The rep turned it off and turned it on and put it on number 8 and told the patient to leave it like this. The patient was redirected to follow up with their hcp. No further complications were reported/are anticipated.